Event description:
During the final needle count after the patient procedure, it was found to be incorrect. X-ray confirmed the tip of needle in suture passing device was missing and imbedded in patient's bone.